Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance is affected. The user reported around the (B)(6) 2022 that there was no longer any hearing sensation with the device. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported around the end of (B)(6) 2022 that there was no longer any hearing sensation with the device. The user is scheduled for a second follow-up. Revision surgery is considered.